Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump was unable to confirm alarm due to alarm noted in alarm history screen. The insulin pump alarmed noted due to corrupted history files. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor position encoder error before a motor error alarm. The insulin pump was exposed to a MRI machine. The customer's blood glucose level was 116 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.